Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump was exposed to water. Customer¿s blood glucose level was 486 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.